Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), rash ("rash/skin condition"), skin disorder ("rash/skin condition"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss") and visual impairment ("vision problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy(full)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, rash, skin disorder, vaginal discharge, fatigue, alopecia, visual impairment and weight increased outcome was unknown and the pelvic pain, abdominal pain and dysmenorrhoea had resolved. The reporter considered abdominal pain, alopecia, device dislocation, dysmenorrhoea, fatigue, pelvic pain, rash, skin disorder, vaginal discharge, visual impairment and weight increased to be related to essure. The reporter commented: previously reported date of insertion was (B)(6) 2012 (discrepancy noted). Patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping) and migration. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: bilateral occlusion. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Date of implant updated. Date of explant added. This case become incident. Event injury was updated to pelvic pain. Following events were added: migration, abdominal pain, dysmenorrhea (cramping), rash/skin condition, vaginal discharge, fatigue, hair loss, vision problems and weight gain. Reporter information was updated. Lab data was added. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.